Event description:
It was reported that there was intermittent capture one day post implant. When the pocket was opened, blood ingress was noted in the connector of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the grommet was damaged.